Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that during a revision surgery the surgeon was removing a femoral stem with the instrument when the tip of the instrument broke and remained in the stem. Surgeon was able to remove the affecte stem and complete the procedure in another way causing no surgical delay nor adversely affecting the patient.